Event description:
It was reported the video system center broke down and the operation page could not be entered. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d4, h3 and h6. Corrected fields: g2 - company representative does not apply to this event. H6 - medical device problem code of 1384 - mechanical problem does not apply to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the system malfunctioned and cannot enter the operation interface was due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.